Manufacturer narrative:
There was a mechanical defect on the device. Defective device is replaced.

Event description:
Hamilton medical ag received the following incident description: after use, the connector was damaged when the tube was removed.